Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation an issue was reported with a turbo-ject® single lumen minocycline/rifampin power-injectable PICC (upics-4.0-CT-nt-abrm-1111) from lot 13665645 by (B)(6) hospital. The extension tube split from the orange hub after being in place for about a week. The device was subsequently removed and replaced. The patient experienced no adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used single-lumen PICC was received for evaluation. A visual inspection of the returned device found a hole in the extension tubing just distal to the orange fitting. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient controls in place to detect this failure mode prior to release. A review of the device history record (DHR) for lot 13665645 and relevant catheter subassembly lot found no nonconformances . It should be noted that there were no other complaints associated with lot 13665645. Cook also reviewed product labeling. Instructions for use (IFU) document t_upicabrmtt_rev1 [cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: intended use the cook spectrum turbo-ject peripherally inserted central venous catheter (PICC) sets are indicated for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies¿ the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings ¿ the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. ¿ do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. ¿ to safely use catheters with a power injector, the technician/health care professional must verify: ¿ prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, DHR, and returned device suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. The investigation of a previously opened CAPA found that the product issue was related to device design and the inadequate flexural strength in a previous hub design change. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that an inadequate design change validation contributed to the failure. The device was manufactured to specification and there is no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: d4- product lot # (MDR), d4- expiration date, d4- product lot #, d4- UDI, h4 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the clear tubing partially separated from the distal hub of a turbo-ject® single lumen minocycline/rifampin power-injectable PICC. The tubing was reported to have almost completely detached from the hub approximately one week after placement. Preliminary examination of the device revealed a hole in the extension tubing just below the orange fitting. As a result, the device was removed and replaced in an additional procedure. No other adverse effects to the patient have been reported.